Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the same day as the implant procedure, this patient had a pocket hematoma. The hematoma required re-operating and pocket evacuation. No additional adverse patient effects were reported.